Event description:
Report received of no audible alarm tone. During preventative maintenance testing by the user facility, the device did not have an alarm tone on the low volume setting; however, the device sounded a constant audible alarm tone on the high volume setting. There was no reported adverse event with the device while in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.